Manufacturer narrative:
Investigation conclusion: the customer complaint that two pcu keypad assemblies were defective and were not powering on was confirmed and replicated during functional testing. There was no patient involvement (npi). Device inspection: external and internal inspection was performed on (qty 1 p/n tc10012515, qty 1 tc 10013664). During external inspection, 1 out of the 2 returned keypads was observed with signs of fluid ingress on the flex cable. The remaining keypad was observed in good condition with obvious issues observed. During internal inspection, 1 out of the 2 returned keypads were found with broken traces and signs of fluid ingress near where the flex cable meets the circuit layer and the remaining keypad was observed with only fluid ingress. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15207743 service history record showed the device had a manufacture date of 04may2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 06nov2020 and indicated that this device has been returned to service on 16oct2019 to replace the keypad due to an error code 110.6021 (keypad failure). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported the two pcu front cases were not powered on and had defective keypad assembly. Therefore, the two pcu front cases with keypads needed to be replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the two pcu front cases were not powered on and had defective keypad assembly. Therefore, the two pcu front cases with keypads needed to be replaced. There was no patient involvement.